Event description:
It was reported to philips that, after a cardiac arrest case, the emt reviewed the summary logs and, when the shock should have been delivered, the log file showed shock aborted. The crew indicated the patient flinched as though the shock was delivered. ¿shock aborted¿ was not identified until printing the code summary report and observing the event review pro replay of the incident. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. Patient never regained rosc but was transported to an ER. A philips repair bench technician evaluated the device. The technician found the device had intermittent pacer (shock) failure and traced the issue to the processor pca. A philips clinician reviewed the event file. The event file showed 3 instances where the charge was disarmed. At et (elapsed time) 00:00:12, the device was in AED mode, the device turned off, and the charge disarmed. At et 00:20:06, the device was in manual mode, charging to 200j (00:19:33), and auto-disarmed after 30 seconds elapsed (00:20:06), as designed. At et 00:22:02, the device was in manual mode, charging to 200j (00:21:28), and auto-disarmed after 30 seconds elapsed (00:22:02), as designed. The event file showed 29 instances of manual disarm which is logged when the device disarmed by the user by pressing the [disarm] soft key, pressing the [pause for CPR] soft key, or turning the therapy knob to the ¿off ¿ position. The event file showed 3 shock aborted instances where the shock was aborted due to impedance or other issues. The first one occurred at et 00:02:08 when the device was in manual mode, charging to 150j (00:01:38), and shock aborted after 30 seconds elapsed (00:02:08), as designed. The second one occurred at et 00:06:06 when the device was in manual mode, charging to 200j (00:05:39), and shock aborted after 27 seconds (unknown source/rationale). The third shock aborted instance occurred at et 00:23:02 when the device was in manual mode, charging to 200j (00:22:43), and shock aborted after 19 seconds (unknown source/rationale). The repair bench technician replaced the processor pca. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, after a cardiac arrest case, the emt reviewed the summary logs and, when the shock should have been delivered, the log file showed shock aborted. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.